Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she has had high blood glucose (bg) lately when she wakes up in the morning ranging, 167 mg/dl to 400 mg/dl (symptoms reported: severe thirst, has been having more blurred vision than normal). She has an extensive medical history, currently awaiting another kidney transplant, and takes numerous medications. She has been a diabetic for 45 years; she has predawn syndrome and if bg is low, she can't be left alone. Her husband wakes her up and takes her bg: when is high, they use the pump to determine the recommended amount of insulin. However, patient reports she never takes as much as what is recommended because she is afraid that her bg might drop down to 30-40 mg/dl. She gets peritoneal dialysis 8 hours a day ¿ first with a glucose based diasylate and a second type of diasylate solution. Patient feels this may be contributing to high bg. Patient reports that she has not been feeling well lately with symptoms of fever, sore throat, and headache (patient blames on weather and fluctuating temperature.) Her medical issues include: diabetic for 45 yrs, kidney failure / transplant, depression, asthma, cancer tumors in brain, lymphoma, had radiation and chemotherapy, has had 4 strokes, has brain seizures, migraines, awaiting another kidney transplant, receives peritoneal dialysis, gets fluid on her heart and lungs, has a very stressful life. The patient is not implicating the pump. Customer support (cs) advised her to discuss pump settings with her health care provider (hcp) based on need to take less insulin than pump is recommending. Patient was told that if she has a bg of 250 mg/dl on 2 occasions she should change her site, or one bg of over 500 mg/dl. This helps to rule out the problem being a site issue. Patient expressed understanding. No site change required at time of call and no site changes when bg is elevated in the morning based on dawn phenomenon and bg responding to correction. Patient unable to do much trouble shooting because her vision was poor and the pump was hard to see. At end of call, cs requested pt check her bg. She reported it was 221 mg/dl, no specific symptoms. Patient continues on pump therapy. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: during investigation, the pump history was reviewed and showed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside of normal use observed in the black box or download history. A flow accuracy test was performed successfully and the pump was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.